Event description:
It was reported that during cholecystectomy after the third clipping, jamming occurred each time. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the er420 device was received with the jaws misaligned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is unk from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use: "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torque may result in clip malfunction." We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.